Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 3.50x32mm promus element stent was deployed in the lesion. Following post-dilatation, the physician noted an edge dissection in the distal part of the stent. A 3x24mm promus element stent was implanted distally and in an overlapping manner to cover the dissection and the procedure was successfully completed. No further patient complications were reported and patient's status was stable.